Manufacturer narrative:
The events of "capsular contracture" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade iii, "nodularity in the pocket", "internal mammary chain lymphadenopathy", and "silicone containing axillary lymph nodes". Healthcare professional also reported "parenchymal cysts", which is not device-related. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture and silicone migration: observed opening, assessed as an unidentified tear. The shell thickness within specification. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ cyst: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade iii, "nodularity in the pocket", "internal mammary chain lymphadenopathy", and "silicone containing axillary lymph nodes". Healthcare professional also reported "parenchymal cysts", which is not device-related. The device has been explanted and replaced.